Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (value not provided), and a broken foot. Subsequently, customer was hospitalized. Although requested by tandem technical support, the customer declined to provide any additional information.